Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history record (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. Invalid syringe size alarm found in pump event history log. During functional testing the reported issue was verified during the visual inspection. The barrel clamp head would not retract all the way down to the case. The root cause was unable to be determined. Replaced barrel clamp tapered spring and rod. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump would not recognize the syringe, while calibrating it would keep showing out of range, and spring clamp was not seating all the way down. No patient injury was reported